Manufacturer narrative:
Additional information: g3, h3, h6 one packaged ar-4501, batch 14966877, was received for evaluation. Upon visual evaluation, it was observed that both buttons are set flush back in the handle. Functional testing was performed by moving the deploy buttons. It was noted that button #1 would not move and is stuck in the handle; button #2 moved without issues. The most likely cause of the reported failure is incorrect surgical technique. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. Refer to investigation photos. Complaint allegation was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th february 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor was set successfully but the second one pulled out while the button was retrieved. Then when a new ar-4501, was used, the same issue happened again. There were pieces that broke inside the patient, not all fragments were retrieved. This was detected during a meniscus repair procedure on (B)(6) 2025. No knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's products.